Event description:
During a surgical procedure a patient received a small first degree burn on their back from a warming pad. The case was several hours and the temp was operating at 41 degrees. It was found during a root cause analysis (rca) that there was a deviation from the standard usage of the warming pad with the use of a rolled towel causing the concentrated heat. The towel was rolled up and placed against the warming pad. The patient's weight, position of the patient (rolled on side to provide access during procedure) and the towel forced the warming pad tighter to the patients skin causing a burn.